Event description:
Information received from the patient reported that an informational power-on-reset (por) was seen while they were trying to charge (pushed the green button their implantable neurostimulator (ins). The patient described seeing a triangle in the upper left corner of the recharger screen and saw informational por on the programmer screen. The therapy had stopped as a result of the por. Also, there were no falls or trauma reported associated with the por. The por was able to be successfully cleared and the therapy turned back on and was reported as adequate. The indication for use for the implanted device was noted non-malignant pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.